Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely the result of wear due to repetitive use and or user handling/mishandling. The event may be prevented by following the instructions for use which state: warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: elevator channel plug is loose; switch1 does not work; due to corrosion on switch flexible printed circuit; switch1 does not work. Due to wear of forceps elevator lever, upward/downward knob cannot be locked securely; grip has a scratch; air/water cylinder has discoloration; suction cylinder has discoloration; elevator channel plug is loose; scope body has a crack; scope cover has a chip; due to corrosion on switch, flexible printed circuit, all switches do not work; switch, flexible printed circuit has corrosion due to water leakage; switch, flexible printed circuit has corrosion due to water leakage; because guide pin of electric connector is shaved, water tightness is lost; due to deformation of scope connector, water tightness is lost; sheet holder unit has corrosion due to water leakage; scope-connector has corrosion due to water leakage; cover joint is sticky due to water leakage; due to damage on ultrasonic cable, the number of missing element exceeds the standard value; due to damage on acoustic lens, displayed ultrasound image is defective; distal end is deformed; objective lens has a scratch; adhesive around light guide lens has wear; adhesive on bending section cover or distal sheath rubber has wear; connecting tube has a buckling; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; ultrasonic probe is loose; ultrasonic connector has corrosion due to water leakage; and universal cord is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope, the ultrasound does not recognize the probe. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found that there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.